Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage and no reservoir detected anomaly found on (B)(6) 2021. Insulin pump was received with a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to verify no reservoir detected anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2021 09:34:07.000, (B)(6) 2021 09:34:31.000 and (B)(6) 2021 09:34:58.000. Insulin pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Force sensor zero offset within specification (24.5 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed. Unable to verify no reservoir detected anomaly due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage and piston was not recognizing reservoir in the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis